Event description:
It was reported that shaft break and unstable angina occurred. The target lesion was located in the very tortuous and calcified distal left circumflex (lcx) artery. A 16 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced to treat the lesion; however, during the delivery of the promus premier¿ stent, the device was caught by a previously implanted non-bsc stent. Upon withdrawal of the promus premier¿ stent delivery system, the shaft broke. The unapposed stent and a part of the hypotube remained in the coronary artery. The procedure was not completed. The patient had unstable angina with st segment elevation.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the proximal portion of the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe hypotube kinks 172mm and 190mm distal from the distal edge of the strain relief. Other hypotube kinks were noted also along the proximal portion of the hypotube shaft. The hypotube appears to have kinked severely due to the application of excessive force which may have initially been caused during attempts to withdraw the device. A visual and tactile examination found that the mid-shaft was broken 55mm distal from the distal edge of the mid-shaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break and unstable angina occurred. The target lesion was located in the very tortuous and calcified distal left circumflex (lcx) artery. A 16 x 2.25 promus premier&#10244;rug eluting stent was selected for use and advanced to treat the lesion; however, during the delivery of the promus premier(tm) stent, the device was catches by a previously implanted non-bsc stent. Upon withdrawal of the promus premier(tm) stent delivery system, the shaft broke. The unopposed stent and a part of the hypotube remained in the coronary artery. The procedure was not completed. The patient had unstable angina with st segment elevation.

Manufacturer narrative:
Device is a combination product. (B)(4).